Event description:
Customer reported she has been having issues with her sensor. The insulin pump and sensor are off track around the fourth or fifth day. Customer stated it keeps prompting to check her blood glucose, even though she had already updated the insulin pump. It will not take her information and it just keeps alarming every minute, so she turned off the sensor. Customer stated when this occurs the difference between finger stick and insulin pump is about 200 points. Customer stated sensor glucose reading was 350mg/dl and the blood glucose reading was 110mg/dl. The blood glucose reading was 110mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.